Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that ¿patients had pump problems". Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information later reported the initial reporter had not communicated with the neurosurgeons or the hcp¿s. Moving forward the neurosurgeons were going to manage. At this point per the reporter they were not having ¿any issues with their pump issues.¿